Manufacturer narrative:
(B)(4). Results: occlusion, death. Treating penetrating ulcer in thoracic aorta with an abdominal stent graft. Conclusion: occlusion, death) treating penetrating ulcer in thoracic aorta with an abdominal stent graft. Inaccurate delivery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an aneurysmal penetrating ulcer in the thoracic aorta 1-2cm distal to the left subclavian artery. Vessel and aneurysm morphology at implant are unknown. It was reported that the physician elected to not use a thoracic stent graft because of access issues and the bare metal proximal stent. The physician intended to partially cover the left subclavian artery, but deployed the stent graft covering more of the left subclavian artery than intended. Blood was still flowing to the artery, but the physician decided to place a 7mm bare metal balloon-expandable stent in the left subclavian artery. Final angiogram showed no filling of the aneurysm. The patient expired three days after the procedure. No details regarding cause of death are available.